Event description:
Facility reported: blanket/warmer applied to chest and arms at the beginning of the procedure in the operating room. Temperature was set at 36-40 degrees celcius and anesthesiologist monitors and use. Blanket was used intermittently during procedure over 4 hours. Blanket/warmer was connected to the MFR's blanket per instructions. Upon removal of the blanket at the end of the procedure 2 moderate blisters to left upper arm and multiple small blisters across chest/breasts, more on the left side. No other areas had blisters. The blisters on the left arm were drained. Pt required silvadene cream and dressing.